Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the insulated jaws on the hemopro broke off. Nothing fell into the pt as the piece was found outside of the pt. Therefore, no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).